Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-10-22 12:31:41 cst pli# 30 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4); product ID: 977a290, serial/lot #: (B)(4); product ID: 977a290, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient showed slightly increased crps, therefore the physicians started with an antibiotic therapy. Then crps returned to normal value, but the wound/scar of the device pocket remained reddened and patient reported pain around the device pocket (gluteal right). According the patient file history: patient had a revision surgery on (B)(6) 2019, after a lead dislocation. One of the existing leads (implanted (B)(6) 2019) was substituted by a new lead. There was no complaint mentioned from the customer or patient concerning the stimulation system. The stimulation system worked properly up to the explantation due to infection. There were no further complications reported/anticipated.